Event description:
During follow-up, increased capture threshold was observed on the right ventricular (rv) lead. During revision, blood was found in the header of the device. The rv lead and device were explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2023-11700.

Manufacturer narrative:
The reported event of contamination of device header was not confirmed. The device was received with normal telemetry and output. Analysis performed did not identify any functional issues. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. Additional findings unrelated to the reported event were observed. Visual inspection of the header attachment area detected an anomaly between the pre-cast header and titanium case. Feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.